Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery stent treatment procedure, a vessel perforation occurred. The physician was treating a de novo 85% stenosed severely calcified, moderately tortuous right coronary artery (rca) on a "stemi" patient with a 3.50x32mm liberte' bare metal stent. It was reported that the physician pre-dilated the lesion a competitor's 3.00x20mm angioplasty dilation balloon. The physician then placed the liberte stent which was deployed at 9 atmospheres (atms) and then the stent delivery system (sds) was reinflated at 16 atms for an unspecified time. It was noted by the physician that the artery was perforated after the second inflation. It was reported that the physician aspirated the tamponade, and then deployed several competitor's covered stent grafts. The perforation was reported to not be sealed and the patient was then sent for emergency bypass surgery. The patient ws reported to have hypotension, anxiety, shortness of breath, tachycardia and bradycardia during the treatment of the perforation. It is reported that the physician is unclear if the perforation is related to the liberte' stent delivery system. The patient's condition is reported to be stable.